Manufacturer narrative:
The products remain implanted and the physician will continue to monitor the system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular defibrillation lead displayed noise and oversensing on the right ventricular channel. Pacing inhibition of two to three seconds was noted on the electrogram. Electromagnetic interference was suspected as the patient underwent electrosurgical cautery for facial lesions on the dates of the events. Review of the electrograms revealed that the patient did not have an intrinsic rhythm during the pacing inhibition and inappropriate antitachycardia pacing therapy was delivered. Follow-up testing noted that the lead impedance measurements were stable and fluoroscopy of the lead was normal. Non-invasive programmed stimulation and defibrillation threshold testing was performed and noted appropriate sensing, detection and successful conversion at 14 joules. The patient's atrial fibrillation was also converted. No adverse patient effects were reported due to the pacing inhibition. The dermatologist treating the patient has discussed programming options with a technical service consultant.